Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The customer states that they were using item 9058 on a larger patient and it started to bog down. He said they do not use this product much and have only had it about 6 years, so this sounded like a product issue. The patient was found unresponsive. The patient is deceased. The delay in gaining access did not contribute to the patient's death. The patient died following a code event. Full acls protocol was used. The distal tibia insertion site was used with a 45mm needle and firm pressure as directed. The operator had used ez-io before and the device was used per IFU. Manual insertion was not attempted due to the patient's size. The approximate delay in achieving access was 5-7 minutes by gaining 1 peripheral site and used the et tube. Another io attempt was made using a different device with the same challenge; access was not successful.

Event description:
The customer states that they were using item 9058 on a larger patient and it started to bog down. He said they do not use this product much and have only had it about 6 years, so this sounded like a product issue. The patient was found unresponsive. The patient is deceased. The delay in gaining access did not contribute to the patient's death. The patient died following a code event. Full acls protocol was used. The distal tibia insertion site was used with a 45mm needle and firm pressure as directed. The operator had used ez-io before and the device was used per IFU. Manual insertion was not attempted due to the patient's size. The approximate delay in achieving access was 5-7 minutes by gaining 1 peripheral site and used the et tube. Another io attempt was made using a different device with the same challenge; access was not successful.

Manufacturer narrative:
(B)(4). The manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Ez-io driver 9058 (sn (B)(6)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a red blinking led was displaying. The driver was then subjected to simulated sawbone insertions per driver IFU (8048a rev. 01). This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ref-003143) while applying approximately 8 lbs. Of force on a weight scale (ID: ref-002481). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3), insertion 1: 1.88 secs, insertion 2: 2.03 secs, insertion 3: 1.81 secs. Hard profile (105 lbs/ft3), insertion 1: 2.31 secs, insertion 2: 2.50 secs, insertion 3: 2.97 secs. The driver successfully negotiated both the medium and hard saw bone insertion testing. The complaint cannot be confirmed. Several sections of the driver IFU (8048a rev. 01) will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking. Expected shelf life for the ez-io power driver is 10 years or approximately 500 insertions." The ez-io needle IFU (8087a rev 04) states, "squeeze trigger and apply gentle, steady pressure. Important: do not use excessive force. Note: if ez-io power driver stalls and ez-io needle set will not penetrate the bone, operator may be applying too much downward pressure to penetrate bone." A review of the device history record found that the driver passed all the release criteria. The device was released in 03/2014 and is approximately 7.5 years old. The complaint cannot be confirmed. Functional testing has confirmed no fault found with this driver. No corrective/preventative actions will be assigned. The reported complaint that the driver lost power could not be confirmed. Functional testing has confirmed no fault found with this driver. Teleflex will continue to monitor and trend on complaints of this nature.